Manufacturer narrative:
Initial 4 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced eight infusion sets with bent cannulas leading to high blood glucose (800 mg/dl) and had symptoms of nausea and tremors on (B)(6) 2026 and it was addressed by multiple daily injections and intravenous magnesium.